Event description:
It was reported to philips that the system generated a remote alert that some geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.